Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Distal conductor distorted and blood/body fluid (not obstructed). Outer tubing overlay breached cut. Full lead in segments returned and analyzed.

Event description:
It was reported that left heart pacing lead had loss of capture after being implanted for one year. The lead was explanted and replaced by a different model. There were no patient complications reported as a result of this event.